Event description:
It was reported that the right ventricular (rv) leadless pacemaker (lp) was accidentally implanted into the left ventricular due to the patient having an unknown patent foramen ovale (pfo). After being release from the delivery catheter, the lp dislodged and traveled to the pulmonary vein. The lp was explanted and replaced to resolve the event. The patient was in stable condition.